Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ as found condition: the react-68 catheter was returned for analysis within a shipping box, a plastic bio-pouch, and a dispenser coil. ¿ damage location details: no damages were found with the react-68 catheter hub. The react-68 catheter body was found kinked at ~9.0cm from the proximal end of the catheter hub. The react-68 catheter body was found stretched at ~4.5cm and at ~3.0cm from the catheter distal tip. The react-68 catheter distal tip was found in good condition. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿difficult navigation¿ report was confirmed. Damage to the react-68 catheter (kinking/stretching) can occur if the device is advanced or retrieved against resistance. It is likely the patient¿s ¿tortuous¿ anatomy contributed to the reported difficulty. Regarding the customer¿s ¿catheter separation/break¿ issue, the report could not be confirmed. No breaks or separations were found with the returned react-68 catheter. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the process of coaxially bringing the micro-guidewire and micro-catheter into the proximal s ection of the middle cerebral artery thrombus, due to the tortuous blood vessel, the process of pushing the catheter upward was tried many times. Combined with drawing and pulling, it was found that react68 had negative pressure, but no thrombus was drawn out. After careful examination, it was found that the distal end was broken/ruptured after withdrawal, so react68 was replaced and tried aga in, and combined drawing and pulling, the blood vessel was recanalized. The patient was in good condition and the procedure was over. Force was applied during the delivery or removal of the react68. The react68 and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of an ischemic stroke. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 9mm.   Ancillary devices include a rebar 18 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.